Manufacturer narrative:
(B)(4). The device was received with ptc damaged. The device was functionally tested with a generator and the device passed all functional tests. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) the device did activate and the jaws opened and closed without locking. The generator error screen was not displayed during any functional testing there were no anomalies noted with the functionality of the device. There was no arcing/sparking seen during testing.

Event description:
During a device demonstration,that a thin piece of top round meat was placed in the apex of the jaws. After two to three seconds sparks were seen at the apex of the jaws and the jaws became burnt at the apex. It was burnt on one side of the track both anterior and posterior. No generator error was noted until five seconds after the sparking/burning occurred. At that point, there was a generator error displayed.